Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and based on the archive data review. The root cause of the reported complaint was the driveshaft not to be at "home" position, most likely attributed to unintended user error. Upon visual inspection, unrelated to the reported complaint, cracked top cover on the right-hand side of the platform, cracked front enclosure at the front-end area and multiple cracks at the screw well area of the bottom enclosure were observed likely due to user mishandling such as a drop. The damage top cover, front and bottom enclosures needs to be replaced to address this issue. The archive data review indicated multiple user advisory (ua) 45 error messages to have occurred around the customer's reported event date. Thus, confirming the reported complaint. User advisory is a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During functional testing, a ua45 error message was displayed upon powering up the platform; thus, confirming the reported complaint. The driveshaft was rotated to "home" position using the administrative menu to clear the ua45 error message. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the platform is returned and the investigation has been completed.

Event description:
During training, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. No patient involvement.